Manufacturer narrative:
Lens was returned in a specimen cup. Visual inspection found the optic torn. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, micl13.2, -9.50 diopter, implantable collamer lens was implanted into the patients eye on (B)(6) 2019. The lens was removed because the lens was too large, no patient injury noted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.